Event description:
The home patient (hp) had abdominal pain while using the homechoice cycler for apd therapy. Follow up with the hp's healthcare professional (hcp) revealed that the hp discontinued therapy for the night and went to the ER. The hcp reported that at the ER, the hp was examined for peritonitis but no peritonitis was found. According to the hcp, the hp's effluent was clear, white blood cell count was normal and effluent culture was negative. The hp was discharged home from the ER. The hcp stated that the hp had a hard time with peritoneal dialysis procedurally and continued to have intermittent pain while on the peritoneal dialysis therapy. As a result, the hp's peritoneal dialysis catheter was removed and the hp was transferred to hemodialysis therapy.